Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had visible silicone. The following information was provided by the initial reporter: "have you changed the amount of silicone oil on the piston or received any complaints about too much silicone oil on the piston? Please see attached pictures and video." Additional information provided: ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? There hasn¿t been any patient impact. ¿ has there been any healthcare workers exposure to blood or bodily fluids? No exposure to bodily fluids. ¿ have any other actions been taken? We have quarantined the syringes in question. ¿ please confirm if the used samples have been contaminated with blood or cytotoxic medication. There are no used syringes. Some have been opened to visually inspect them, but none have been in use.

Manufacturer narrative:
Nineteen samples and one photo of 5ml eurographic syringes (p/n ¿ 309649) batch 3275580 were received and evaluated. The photo received is a close-up image of one loose stopper with silicone visible on the stopper. Fourteen of the samples were received in sealed packages and five in unsealed packages with all packages containing all applicable product information on the top web. All samples showed no pooling or stringing of silicone on the stopper; therefore, the condition observed is acceptable per product specification. Ftir testing was performed and verified the substance on the stopper to be silicone used in the manufacturing process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3275580 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.